Event description:
It was reported that inflation could not be maintained on three (3) size dct, disposable cannula low pressure cuffed tracheostomy tubes. This was detected shortly after insertion. There was one (1) patient involved with no reported patient injury. The 6dct devices were discarded and as such are not available to be returned to the manufacturer for identification, analysis and investigation.